Event description:
It was reported that a pca tubing set that was infusing hydromorphone through the primary site, and clinimix infusing through the y-site connector was found to be cracked at the hub and leaking. The clinician changed it and when priming the new tubing, this tubing was found to be leaking as well. It was further confirmed during follow-up, that there was no patient harm as a result of this event. Customer advocacy received a copy of the customer's medwatch report from the FDA which states, "the connecting port on line where the cinimix was entering was cracked and leaking out. This happened with 2 different lines." An incomplete date of event of xx-jun-2019 was provided.

Manufacturer narrative:
The customer's report that the pca tubing was cracked at the hub and leaking was confirmed. Inspection of the as-received samples observed a crack along the side of the set's female luer lock component. No tool markings were observed around the observed damaged area. No other damages or any issues were observed. The crack was observed to be approximately opposite the injection gate on the luer component. Fluid from the attached syringe was pushed through and it was observed that the fluid streamed out from the noted damage. The root cause of the crack was identified to be a result of internal stresses created during the manufacturing process.

Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
It was reported that a pca tubing set that was infusing hydromorphone through the primary site and clinimix infusing through the y-site connector was found to be cracked at the hub and leaking. The clinician changed it and when priming the new tubing the new tubing was found to be leaking as well. There was no harm.